Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-01996. It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular - rv and atrial leads exhibited noise oversensing. An x-ray was performed and lead abrasion was found. During the explant procedure, the patient's blood pressure dropped and the leads were not extracted. The rv lead was capped and replaced (B)(6) 2020 and the atrial lead remains implanted and will continue to be monitored. The patient was in stable condition.